Event description:
Info rec'd indicates the left head siderail will not latch.

Manufacturer narrative:
The technician found the latch cover plate was bent causing the latch hook to not fully make contact with latch pin. The latch plate was replaced to repair the bed.